Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion, the user had difficulty advancing the sheath in the vessel. The user suspected that the tip of the sheath had frayed. As a result another kit was opened. The second kit was used successfully. There was no reported patient death, injury or complications. Therapy was not delayed or interrupted.additional information was received on 08/09/2016, the tip of the sheath was not frayed but the dilator. The second sheath was inserted into the same insertion site. A cut-down was used prior to insertion. The patient's vessel was not damaged due to this event.additional information was received on 08/17/2016: the product was received with gel in the tip of the sheath.

Manufacturer narrative:
Qn#(B)(4). Returned for evaluation was a 5fr saf sheath and dilator with its original packaging. The sample was returned in a clear zip lock bag. The sheath hub and dilator hub appeared typical. The sheath tip appeared typical. The dilator tip was noted damaged. Some clear fluid was noted on the interior of the sheath sidearm. No blood was noted. No other damage or abnormalities were noted. The customer picture provided confirms excess lubricant to be present. Upon inspection at the (B)(4) site, no excess lubricant was found. The outer diameter of the dilator tip measured 0.051in and did meet specifications. The inner diameter of the dilator tip measured 0.034in and did not meet specifications. A lab inventory 0.025in guidewire was back loaded through the dilator hub. No resistance was noted; the guidewire exited the dilator tip. No blood or debris was noted. The guidewire was front loaded through the dilator tip. No resistance was noted; the guidewire exited the dilator hub. No blood or debris was noted. The dilator was easily inserted and removed from the sheath. The sheath was inserted into the t-tube and pressurized to 200mmhg. The sheath and sidearm did not leak. See other remarks section. Other remarks: a device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusions: the reported complaint of dilator tip damaged is confirmed. The dilator tip was found damaged upon return. CAPA (B)(4) was previously opened to investigate this issue. Corrective actions have been established for this issue on 03-jun-2016, and this device was manufactured prior to the corrections. The reported complaint of excess lubricant is confirmed by teleflex (B)(4); however, excess lubricant was not found on the device at teleflex (B)(4). Corrections have been enacted as a result of nc60033937. The device was manufactured prior to the corrections.

Event description:
It was reported that during insertion, the user had difficulty advancing the sheath in the vessel. The user suspected that the tip of the sheath had frayed. As a result another kit was opened. The second kit was used successfully. There was no reported patient death, injury or complications. Therapy was not delayed or interrupted. Additional information was received on 08/09/2016 the tip of the sheath was not frayed but the dilator. The second sheath was inserted into the same insertion site. A cut-down was used prior to insertion. The patient's vessel was not damaged due to this event. Additional information was received on 08/17/2016: the product was received with gel in the tip of the sheath.